Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted in the operating room to place a foley catheter for urinary catheterization and temperature control, it was found that sterile water could not be injected.

Manufacturer narrative:
The reported event was unconfirmed. Five (5) photos were received for evaluation. The first photo was of the top view of the catheter and return syringe. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation cap with the batch # ngjw2610. The last photo was of the tray labeling with the batch # myjz4526. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, batch number myjz4526 and manufacturing lot number ngjw2610. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only four (4) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Risk, labelling, and DHR review is not required as reported event was unconfirmed. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted in the operating room to place a foley catheter for urinary catheterization and temperature control, it was found that sterile water could not be injected. Per notification from ucc on 17dec2025, it was reported that difficult to deflate with the returned syringe was found during sample evaluation on (B)(6) 2025.